Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined. However, the event possibly occurred due to a temporary communication failure, because the cable was twisted.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, the endoscopic image of the subject device disappeared once in a while. Olympus (B)(4) (oekg) checked the subject device and found that the reported phenomenon was duplicated and the camera cable had poor contact and was twisted. There was no report of patient injury associated with the event.